Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure, a farawave catheter was selected for use. During the procedure, the catheter presented spline inversion. Troubleshooting was performed, and the catheter was removed from the body for manual adjustment. The splines appeared to be wrapped around the guidewire. The splines were manually adjusted, and the catheter functioned properly, allowing the procedure to continue. The catheter was then reintroduced into the left atrium, where something unidentifiable was observed on ice, attached to the distal end of the catheter. The catheter was again removed from the body, and a filamentous string was seen attached to the splines at the catheter tip. It appeared to have been completely removed from the left atrium and was attached to the catheter. The catheter was replaced. Ice imaging was used to thoroughly inspect the left atrium at the end of the procedure for any abnormalities or signs of remaining filament. None were observed. The procedure was completed without patient complications. The device is expected to be returned for laboratory analysis. There is a picture attached that evidences the filamentous string. It was further reported that there were no patient complications that occurred during or after that ablation. Confirmed by physician that patient went home same day with no issue. Issue was seen in one catheter only.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal atrial fibrillation procedure, a farawave catheter was selected for use. During the procedure, the catheter presented spline inversion. Troubleshooting was performed, and the catheter was removed from the body for manual adjustment. The splines appeared to be wrapped around the guidewire. The splines were manually adjusted, and the catheter functioned properly, allowing the procedure to continue. The catheter was then reintroduced into the left atrium, where something unidentifiable was observed on ice, attached to the distal end of the catheter. The catheter was again removed from the body, and a filamentous string was seen attached to the splines at the catheter tip. It appeared to have been completely removed from the left atrium and was attached to the catheter. The catheter was replaced. Ice imaging was used to thoroughly inspect the left atrium at the end of the procedure for any abnormalities or signs of remaining filament. None were observed. The procedure was completed without patient complications and the patient went home the same day. The device is expected to be returned for laboratory analysis. There is a picture that evidences the filamentous string.